Event description:
It was reported that the device was running hot during testing at the user facility. There was no patient involvement reported.

Manufacturer narrative:
Additional information added for d9, h3. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was running hot during testing at the user facility. There was no patient involvement reported.